Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found an outer insulation cut at distance 31 cm, and there was a large amount of blood ingress along the proximal conductor length. According to the finding and the anomalies described in the event and due to the length of time of the implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at the time implant procedure. The outer insulation breach is likely the cause for the electrical complaints. If information is provided in the future, a supplemental report will be issued.